Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while using the bardex ® i.c. Female length, 2-way foley catheter(12 french), patients had trouble inserting it due to patient anatomy, and it was also asked whether they were able to successfully collect and/or measure urine while using this product.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. The device was not returned.

Event description:
It was reported that while using the bardex ® i.c. Female length, 2-way foley catheter(12 french), patients had trouble inserting it due to patient anatomy, and it was also asked whether they were able to successfully collect and/or measure urine while using this product.